Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after swimming with the pump, the pump touchscreen went blank. Customer's blood glucose was within range (value not provided). Customer discussed an alternative method for insulin therapy with their healthcare provider.,